Manufacturer narrative:
B5: upon follow up, it was reported that all the patient¿s antibiotic treatment were stopped. At the time of this report, the patient was recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm per 5mg, ongoing) and amikacin injection (150 mg, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Patient retraining was completed. No additional information is available.